Event description:
Nellcor puritan bennett received a call from user facility representative on 08/20/1999, who called to report the following problem: microprocessor error with setting alarms. Ventilation was interrupted but there was no patient harm.